Event description:
Philips received a complaint by the customer on the v60 indicating that the device was down as the power cord was defective. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The expected behavior of the device is to operate on alternating current (ac) power; however, an informational message was displayed on the device stating, "operating on battery power". The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse then provided the customer with the part number and price of the replacement power cord for repair. The investigation is ongoing.